Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/reporter contacted lifescan to report an issue with the settings on the one touch ultra 2 meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient noted she was unable to use the reported meter to test her blood glucose levels, as the meter was brand new and not yet set up. The patient took no actions due to the meter issue. After the use of the meter, the patient experienced the symptom of shaking. The patient did not seek any medical attention or treatment. The patient had recently been discharged from the hospital, and this new meter had not yet been set up. The patient manages her diabetes with oral diabetes medication. Troubleshooting revealed this was a new, out-of-the-box, meter and had not yet been programmed with the correct calibration code number or date and time. The issue was resolved with patient education. The meter, test strips and control solution were replaced. The patient had not yet set up the new meter with the correct calibration code number and date/time. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore this complaint is being reported.